Manufacturer narrative:
External insulation abrasions were found between 17.4-18.0cm and 17.5-17.7cm from the tip electrode, consistent with lead friction to another device or the heart feature. External insulation abrasions were noted at 48.6-48.8cm and 49.8-50.0 cm from tip electrode, consistent with lead friction to ICD can. Internal insulation abrasions were found at 7.4-7.8cm, 7.5-7.7cm, 11.1-11.3cm, 15.5-16.7cm, 35.4-35.9cm, and 41.7- 43.4cm from tip electrode. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was found at 28.7-29.0cm from the tip electrode. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported during review of device transmission, 3 non-sustained vf episodes caused by noise were observed. Noise could not be reproduced. Intermittent high pacing lead impedance was noted. An externalized conductor near the distal end was observed via fluoro. Lead was explanted and replaced.